Event description:
The manufacturer received a voluntary medwatch (mw5103251) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop colon cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused to have burning eyes, dry sore throat, coughing, headaches, dizziness, runny nose, upper airway irritation, recent diagnosed colon cancer with unidentified spots on liver yet at this time.the patient did not report to receive any medical intervention. There is no customer information and we cannot reach out to the customer, hence, attempt to have the device and components returned for evaluation and investigation can not be made at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed.